Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly was difficult to remove, malpositioned, and had a patient device interaction problem. This information was received from various sources. All three malfunctions involved patients without consequence. The patients included a 44 year old male without weight provided, a 62 year old female weighing 332 lbs, and a 69 year old female without weight provided.

Manufacturer narrative:
H10: the devices and images for the three malfunctions were not returned; however, medical records were returned for review. The lot history review was performed. All three investigations confirmed for filter tilt and retrieval difficulties. One of the three device was also confirmed for perforation of filter limb in the ivc wall. A root cause has not been determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The devices and images for the three malfunctions were not returned; however, medical records were returned for review. The investigation for two of the malfunctions is currently underway. The third investigation is confirmed for filter tilt, perforation of filter limb in the ivc wall, retrieval difficulties and material deformation. Based on the available information, the definite root cause is unknown. The device is labeled for singe use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly was difficult to remove, malpositioned, and had a patient device interaction problem. This information was received from various sources. All three malfunctions involved patients without consequence. The patients included a (B)(6) year old male without weight provided, a (B)(6)year old female weighing (B)(6), and a (B)(6) year old female without weight provided.